Event description:
Approximately one month and one week post hvad implantation, the clinical specialist (B)(6) reported that the controller did not alarm when disconnected from power sources. The controller was replaced and returned to the manufacturer for further evaluation. No reported patient injury occurred as a result of the event. Investigation is ongoing.

Manufacturer narrative:
This MDR report was sent in error, this is a clinical patient. Adverse event reporting for this event will be performed by the regulatory department. No additional information will be forthcoming.

Manufacturer narrative:
One cac adapter ((B)(4)) was returned for evaluation. One controller ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported event was confirmed via functional testing. Analysis of the cac adapter revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a break in the dc output cable at the connector strain relief. The most likely root cause of the failure is improper handling of the cac adapter, which likely contributed to the event. The confirmed malfunction is related to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Controller - (B)(4), catalog number: 1403us. Cac adapter - (B)(4), catalog number: 1425us. Per management directive this complaint is being reassessed for MDR reportability. According to current MDR reporting guidelines the complaint does not meet the criteria for exemption since the device(s) being used are for a commercially approved product. This complaint is reportable for MDR. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.